Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call the insulin pump alarmed compromised force sensor system. Troubleshooting was performed. Customer blood glucose reading was 105 mg/dl. The drive support cap was protruded. The insulin pump will be returning for analysis.